Manufacturer narrative:
Follow-up received on 14-nov-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding (seen as genital bleeding). A bilateral salpingectomy was performed. The events are considered anticipated according to the reference safety information for essure. In this case, plaintiff experienced these events several months after essure insertion. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 958709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, dysfunctional uterine bleeding, endometriosis of intestine and paratubal cyst. Concomitant products included alprazolam (xanax), bupropion hydrochloride since (B)(6) 2014, clonazepam since (B)(6) 2014, dexamfetamine (dextroamphetamine) since 2014, drospirenone + ethinylestradiol (yaz) and paracetamol + caffeine + pyrilamine maleate (midol menstrual complete formula) since 2012. On (B)(6) 2012, the patient had essure inserted. On 23-may-2013, 9 months 29 days after insertion of essure, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced menorrhagia ("prolonged abnormal menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced the first episode of depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), the second episode of depression ("depression"), back pain ("back pain"), dysmenorrhoea ("abnormal menstraul pain/cramp"), anxiety ("anxiety"), uterine pain ("uterine pain") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, the last episode of depression, back pain, weight fluctuation, anxiety, uterine pain and weight increased outcome was unknown, the fatigue was resolving and the dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: insertion details: (B)(6) 2012: procedure: the endometrial lining was noted to be through essure procedure was performed per protocol. Trailing coils: left 2, right:2there were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - in june 2013: full occlusion of tubes . Most recent follow-up information incorporated above includes: on 1-aug-2018: pfs received: new event: weight increased, concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 958709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, dysfunctional uterine bleeding, endometriosis of intestine and paratubal cyst. Concomitant products included alprazolam (xanax), bupropion hydrochloride since (B)(6)2014, clonazepam since (B)(6)2014, dexamfetamine (dextroamphetamine) since 2014, drospirenone + ethinylestradiol (yaz) and paracetamol + caffeine + pyrilamine maleate (midol menstrual complete formula) since 2012. On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, 9 months 29 days after insertion of essure, the patient experienced fatigue ("fatigue"). On (B)(6)2013, the patient experienced menorrhagia ("prolonged abnormal menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2013, the patient experienced the first episode of depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), the second episode of depression ("depression"), back pain ("back pain"), dysmenorrhoea ("abnormal menstraul pain/cramp"), anxiety ("anxiety"), uterine pain ("uterine pain") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on(B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, the last episode of depression, back pain, weight fluctuation, anxiety, uterine pain and weight increased outcome was unknown, the fatigue was resolving and the dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: insertion details: (B)(6)2012: procedure: the endometrial lining was noted to be through essure procedure was performed per protocol. Trailing coils: left 2, right:2there were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - in (B)(6)2013: full occlusion of tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in united states on 01-jul-2016 on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent birth control. Additional information was received on 13-oct-2016 and case became valid. Several months after having the essure device implanted, she began to experience symptoms, which included: pelvic pain, cramping, heavy bleeding, prolonged/abnormal menses, fatigue, depression, back pain, weight fluctuation and abnormal menstruation pain. As a result of these symptoms, she was forced to miss work. In (B)(6) 2016, bilateral salpingectomy was done. Since her removal surgery, her symptoms have mostly resolved. However, she is now also experiencing symptoms associated with menopause, including depression and fatigue. As a result of having to undergo a hysterectomy, she is at a markedly increased risk for, not only a worsening of her current menopausal symptoms, but additional symptoms associated with menopause, including: night sweats, vaginal irritation (dryness/itching), vaginal pain, hypoactive sexual desire disorder, osteoporosis, as well as those conditions associated with drugs taken to treat menopausal symptoms, such: as-cancer, blood clots and strokes. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and heavy bleeding (seen as genital bleeding). A bilateral salpingectomy was performed. The events are considered anticipated according to the reference safety information for essure. In this case, plaintiff experienced these events several months after essure insertion. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 958709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, dysfunctional uterine bleeding, endometriosis and paratubal cyst. Concomitant products included bupropion hydrochloride since (B)(6) 2014, clonazepam since (B)(6) 2014, dexamfetamine (dextroamphetamine) since 2014 and paracetamol + caffeine + pyrilamine maleate (midol menstrual complete formula) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced menorrhagia ("prolonged abnormal menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced the first episode of depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("cramping"), the second episode of depression ("depression"), back pain ("back pain"), dysmenorrhoea ("abnormal menstrual pain/cramp"), anxiety ("anxiety"), uterine pain ("uterine pain") and device deployment issue ("trailing coils: left 2 right:there were no complications"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, the last episode of depression, back pain, weight fluctuation, anxiety, uterine pain and device deployment issue outcome was unknown, the fatigue was resolving and the dysmenorrhoea and vaginal haemorrhage had resolved. The reporter provided no causality assessment for device deployment issue with essure. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vaginal haemorrhage, weight fluctuation, the first episode of depression and the second episode of depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - in june 2013: full occlusion of tubes quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information, lab data, patient details, concomitant drugs, abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression), anxiety, uterine pain, trailing coils: left 2 right:there were no complications were added. On (B)(6) 2018: incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 958709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, dysfunctional uterine bleeding, endometriosis of intestine and paratubal cyst. Concomitant products included alprazolam (xanax), bupropion hydrochloride since (B)(6) 2014, clonazepam since (B)(6) 2014, dexamfetamine (dextroamphetamine) since 2014, drospirenone + ethinylestradiol (yaz) and paracetamol + caffeine + pyrilamine maleate (midol menstrual complete formula) since 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"), 9 months 29 days after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia ("prolonged abnormal menses") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced the first episode of depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuation"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), the second episode of depression ("depression"), back pain ("back pain"), dysmenorrhoea ("abnormal menstrual pain/cramp"), anxiety ("anxiety") and uterine pain ("uterine pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, the last episode of depression, back pain, weight fluctuation, anxiety, uterine pain and weight increased outcome was unknown and the fatigue, dysmenorrhoea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine pain, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: insertion details: (B)(6) 2012: procedure: the endometrial lining was noted to be through essure procedure was performed per protocol. Trailing coils: left 2, right:2 there were no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: full occlusion of tubes total bilateral occlusion there was no dye leaking into uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: pfs received. Event fatigue outcome recovering / resolving updated to recovered / resolved added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.